Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report hospitalization, leaflet tissue injury, clip embolization, recurrent mr, heart failure, and foreign body in patient requiring surgical intervention it was reported that there was an initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted reducing mr to 1-2. The patient was then admitted to the hospital on (B)(6) 2022 with heart failure. Transesophageal echocardiography was performed and no clip was found to be implanted on the mitral valve and the patient was noted to have recurrent severe mr with a grade of 4. The patient underwent a successful surgical replacement of the mitral valve on (B)(6) 2022 and was stable post-operatively. The performing surgeon noted damage to the posterior leaflet. In his opinion, he believes the clip likely detached from the anterior leaflet prior to embolization and that the patient developed heart failure symptoms after clip embolization. X-ray imaging found the clip located in the innominate artery. The clip was surgically removed on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The reported complete clip detachment (ccd) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported ccd and tissue damage could not be determined. The reported patient effect of embolism and foreign body in patient was related to the expulsion ccd. The reported mitral regurgitation (mr) was due to the reported tissue damage. The reported heart failure was a cascading event of the reported ccd and foreign body in patient. The reported patient effects of mr, tissue damage, heart failure and embolism are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.